Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, a supply change was performed resolving the occlusion. Additionally, it was reported that a cartridge alarm 1 occurred during basal delivery. A cartridge change was performed resolving the issue. The customer's blood glucose level was 90-200 mg/dl.